Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 11:30am, the patient was taking the trash out and fell. The patient¿s cgm was reading "below 80 mgdl" at this time and the patient¿s wife called 911. Once emergency medical services (ems) arrived, the patient¿s cgm was reading 120 mgdl, and the bg meter was reading 42 mgdl. The patient was treated with ¿glucose¿ and juice. Ems transported the patient to the emergency room (ER). The patient was in the ER for a full day before being discharged. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that falls within the b zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Product provide for evaluation. An external visual inspection was performed and passed, there was no damage. Pairing test was performed and passed. The allegation was confirmed as a test failure was found. A probable cause could not be determined. No additional patient or event information is available.